Event description:
Two pts were removed from a centrysystem 3 machine due to complaints of feeling ill. One pt was released to area hosp but was released and has since completed subsequent treatments without incident. The second pt was moved to a different machine and completed their initial treatment without incident. When gambro technical services began a functional checkout of the machine it was noted that the machine was in acetate mode, but clinic staff stated the pts were set up for bicarbonbate mode treatments. This can result in pt illness, acidosis or hospitalization.